Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and one bail cover were broken, that one bail and a bail cover were missing, the battery contacts were compressed, the keyboard scratched and the serial number label was torn. It was to be scrapped in-house. (B)(4).